Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "breast pain, underarm swelling and swollen lymph nodes". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side "breast pain, underarm swelling and swollen lymph nodes". Device remains implanted.

Event description:
Patient representative reported left side "breast pain, underarm swelling and swollen lymph nodes". Device remains implanted.